Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. The representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, before registration, the computer of the navigation system exited the software without any prompt from user. Representative reported that the site will continue the use of navigation system. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs indicated that the reported issue was consistent to a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.